Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that did not inflate. The patient underwent surgical intervention to explant the app. There were no patient complications reported.